Event description:
It was reported that the procedure was to treat a moderately calcified, 90% restenosed non-abbott stent implant in the moderately tortuous distal circumflex (cx) artery. A non-abbott guiding catheter and non-abbott guide wire were placed. The 2.75x15mm nc traveler balloon dilatation catheter (bdc) was unpackaged with no resistance noted during removal of the protective sheath. The nc traveler bdc was soaked prior to use, but was prepped inside the patient's anatomy; however, there was no reported issue or leak noted during preparation. The nc traveler bdc was advanced to the target lesion without issue; however, during the second inflation the balloon ruptured at 18 atmospheres (atm) and the bdc was removed without issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A non-abbott bdc was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. Device: incorrect prep. It should be noted that nc traveler instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.